Manufacturer narrative:
The meter has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 10/03/2014. Device evaluation: the device has been returned and evaluated by animas with the following findings: the meter started up to an error 1 code that could not be cleared due to an error with the ram.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that their meter was emitting an error 1 alarm. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.